Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was determined that this issue was due to the use of some kind of non-recommended functional water selected at the facility's discretion, instead of acecide in the oer-4 disinfection process. The root cause of the reported issue could not definitively be determined, however, the customer was advised to use the olympus specified 6% aceside disinfectant 800ml cassette bottle as the disinfectant. The event can be prevented by following the instructions for use which state: oer-4 product instruction manual (installation) 4.13 disinfectant set warning. ¿use our specified 6% aceside disinfectant 800ml cassette bottle for the disinfectant. We do not guarantee compatibility with endoscopes and equipment if disinfectants other than those specified by us are not guaranteed¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, this device has not been returned to olympus for evaluation. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the evis exera lll gastrointestinal videoscope while the olympus representative was handling the e75 error, something like mold was found in the antiseptic tank during reprocessing. After removing it, the error went away. No health hazards have been reported. The hospital's own functional water is used instead of acecide. Therefore, mold may have developed. There was no report of patient harm or user injury associated with this event.